Manufacturer narrative:
Block b3: exact date unknown, procedure date used as the approximated date of event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.